Manufacturer narrative:
Section b5: patient's previously reported driveline repair in february 2020 was reported in related MFR report # 2916596-2020-00753. Manufacturer's investigation conclusion: low speed events were confirmed through the review of the submitted log file. Based on experience with the hmii lvas and similar reported events, the low speed events that occurred while the patient was supported by the mpu could be indicative of driveline damage. However, the evaluation of heartmate ii lvas, serial number (B)(6) , did not reveal any device-related issues. The submitted log file contained data from (B)(6) 2020. The log file captured low speed advisory alarms on (B)(6) 2020 associated with pump speed dropping as low as 3070 rpm. All low speed events occurred while the system was supported by the mpu. Additionally, while the pump speed was ramping back up to the fixed speed, pump power was elevated up to 13.8 watts. The log file also captured a no external power alarm on (B)(6) 2020, during which the system controller¿s internal 11v backup battery was in use, and there was no interruption in pump support. No other atypical alarms were noted. For the remainder of the log file the pump maintained a speed above the low speed limit and appeared to be functioning as intended. The pump was returned assembled. The outlet elbow was returned attached to the pump¿s outlet port. The sealed inflow cannula, apical sewing ring, sealed outflow graft, sealed outflow graft bend relief, and graft attachment were not returned. Evaluation of the outlet elbow revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The driveline, serial number (B)(6), was severed approximately 2.0¿ from the pump housing. Continuity testing was performed on the returned portion of the driveline and all wires were found to be electrically intact. The silicone jacket, clear bionate layer, and metal braided shield were noted to be in good condition with no signs of wear or damage. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of damage along the length of the driveline which exposed the metal conductors. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient with plan admission for pump exchanged due to dl issues that were not able to be externally repaired. Pump to be returned back for analysis. Pump shipped via fed ex . Clinic requests letter of investigation when analysis complete.

Event description:
It was reported that the patient underwent pump exchange on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the clinic on (B)(6) 2020 for a low speed alarm. The patient hasn't had another similar type event since. The patient did have a low voltage alarm but she recalls being a little slow switching over to batteries at the time. The vad team was not sure if this is consistent with the log file. It was reported that the patient did have a driveline repair in (B)(6) of 2020. A log file review was requested, the data showed 4 low speed advisories. Speed drops were as low as 3070 rpm. There was also a large unsustained power elevation as the speed ramped back up. Technical services recommended putting the patient on an ungrounded cable and having them use the power module instead of the mpu. In addition, the log noted a no external power event on (B)(6) 2020 that appears to have been the result of the patient simultaneously disconnecting power from both controller leads.there were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. It was reported that no equipment was exchanged at this time. The cause of the low voltage, low speed and elevated pump power was not confirmed but it is suspected to be internal driveline damage. The vad team will be planning for a hmii pump exchange in the future. The patient declined immediate admission. The vad team will return the recovered elements of the pump to abbott after the pump exchange. The patient was reportedly asymptomatic and went nearly 1 month without repeat event on mpu. The patient is now on a ungrounded pm. The plan of care is for the patient to remain on ungrounded pm until the patient is willing to have pump replacement. This is likely to be 1-2 months from now.